Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned driver was inspected and one of the prongs was confirmed to be fractured. Because no additional information could be obtained, specific details about the case, including patient bone quality and surgeon technique are unknown. Conclusion: due to the multifactorial nature of the event, the root cause cannot be determined conclusively.

Event description:
It was reported; a poly adjustment driver broke in a case. Dr. Was trying to remove a screw.

Event description:
It was reported; a poly adjustment driver broke in a case. Dr. Was trying to remove a screw.